Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material may not have been removed because reprocessing could not be conducted properly due to shaved suction cylinder. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in cf-q150l/I operation manual chapter 3 preparation and inspection IFU states the preventative measures in cf-q150l/I reprocessing manual chapter 3cleaning, disinfection and sterilization procedures olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the suction cylinder was clogged with foreign objects. In addition, the evaluation found the following; due to wear of the angle wire, the play of the up/down knob was out of the standard value, the grip, universal cord and connecting tube, all had scratches. The adhesive on the bending section cover was detached. Due to damage on the charged coupled device unit, the image had black dots. The plastic distal end cover had a dent and switch 1 had a cut. Due to wear of the angle wire, the bending angle in the down, left, right directions did not meet the standard value. The nozzle was shaved, the water supply connector was deformed, due to clogging of the nozzle, the water removal ability did not meet the standard value. The control unit had discoloration. The suction cylinder was shaved and the suction volume did not meet the standard value. Due to wear of the angle wire, the bending angle in the up direction and the play of the right/left knob did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the colonovideoscope found that the scope was having biopsy channel restriction. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; the suction cylinder was clogged with foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.